Event description:
Customer reports, pt lung was perforated when inserting the entriflex feeding tube. The perforation resulted in a pneumothorax. The staff is not sure whether this a product problem or a possible technique problem. The pt was treated for a pneumothorax.